Event description:
Pt admitted for revision of tibial spacer with lateral release and right total knee. Pt had a tibial spacer with significant wear that was loose and needed replacement. Replacement completed, pt discharged on fourth post-op day.